Event description:
This spontaneous report was received from a (B)(6) male pt (reporting on himself) from the united states (B)(4). The pt's weight was (B)(6). The pt's medical history was not reported. The pt was treated with precise pain relieving heat patch (topical, lot number bdc023, expiration date 12/31/2012) one patch, once, initiated on an unspecified date in (B)(6) 2011 for left leg pain. On an unspecified date in (B)(6) 2011, the pt used the product and it did not get warm (product quality issue). According to the pt, he also used an unspecified topical with the patch for 7 hours. When he removed the patch, it removed a quarter inch circle of his skin from his leg. As treatment, the pt applied neosporin and a bandage to the area. The pt did not consult with a health care professional. On an unspecified date, the area was still healing. Action taken with the patch was not provided. The pt outcome was recovering for the application site erosion and the outcome was unknown for the product quality issue. This report was serious (medically significant).